Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a reported "channel lock problem, it works sometimes, gives a channel lock failure message". This condition has the potential to cause an interruption of delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006 (5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.? A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "channel lock problem, it works sometimes, gives a channel lock failure message" was confirmed. The root cause of this condition was due to use/user error. No action was required to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error. A service history review revealed that this device was previously serviced for the reported condition.